Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 497 mg/dl. The customer stated insulin pump had multiple unexpected restart alarm. Customer stated that they were able to clear the alarm and able to complete rewind. The customer was treated with intravenous drip and fluids at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that the customer was taken to emergency room on (B)(6) 2020 due to diabetic keto acidosis and high blood glucose with blood glucose of 497 mg/dl. The customer gave positive test for ketones and also experienced vomiting due to high blood glucose.